Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the catheter was placed on (B)(6) 2015, the patient had to go to the access center for a catheter exchange after there was visible cracking of both catheter hubs. The cracking was noticed at the dialysis facility prior to treatment. There was no additional medical intervention required and no harm to the patient.

Manufacturer narrative:
Submit date: (B)(6) 2016 a sample was received for investigation; it consisted of a palindrome catheter which presented signs of use (residual blood and dirt). A visual inspection was performed and it was observed that the red adapter was broken on the thread pitch area and it was broken at 180 degrees. The blue adapter did not present any defects. The product specification was reviewed for a crack in the luer adapter. The device history record (DHR) was reviewed and no deviations related to this issue were found. Based on the available information and the results of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for a period of approximately 10 days, therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can occur during use. According to the instructions for use adapter over tightening may cause leaking. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.